Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use the mega 40cc intra aortic balloon (iab) had a small tear/hole that led to increased condensation in the helium line. The central lumen was clotted. There was no patient harm reported.